Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Since there was an air leak from the scope connector in the water leakage test, as a result of disassembling the scope connector, it was confirmed that the scope connector was flooded. Therefore, it is likely that the image abnormality occurred due to the failure of the connector board due to the influence of the flooding. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. Observe the palm, etc. Using normal light observation images or nbi observation images. Confirm that the illumination light is emitted. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle knob of the endoscope to bend the bending section. Confirm that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur.". Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during a diagnostic colonoscopy procedure, an e315 scope error message, which is a scope communication error, was received for the device when the device was inserted in the patient up to the sigmoid colon. Although, an endoscopic image was available for the device, the doctor decided to replace the device with another. There was a delay to the procedure for the time taken to remove the device from the patient and replace with another. There were no issues during the procedure after the device was replaced. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.